Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results with their onetouch ping meter. The reporter was unable to provide any specific meter readings but had mentioned they were comparing the subject meter result to two separate other meters results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.